Event description:
A pt experienced a delayed transfusion reaction. Pt exhibited a slight elevation in temperature. The pt was stable and there were no complications at the time of the reported reaction. The pt's pre-transfusion sample was initially found to be negative. After the delayed transfusion reaction occurred, the pre-transfusion sample was retested and found to be positive for anti-jka. In-house testing of retentions showed the product to be performing according to specs. Repeat testing of the pre-transfusion sample, by the user facility, showed that the product performed according to specs.